Manufacturer narrative:
B1 - adverse event/product problem was updated. B2 - outcomes attributed to ae was updated. D3 was updated. H1 - type of reportable event was updated. H6 codes were updated. One sample was returned for evaluation. A review of the lot history revealed no scrap entries in the device history record. The device was visually inspected, and damage was observed on the shaft of the trach, specifically around the inflation line. Functional testing was performed, which confirmed a leak originating from the observed damage. The complainant¿s allegation was confirmed. The probable cause of the damage could not be determined.

Event description:
It was reported that the cuff leakage was found after using on the patient in 7 days. The problem was resolved when a new tracheostomy tube was replaced. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.